Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was not working as intended. The patient underwent an ipg replacement and doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.